Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned absolute self expanding stent system (sess) found blood on the handle, consistent with handling. There was no saline visible. The stent implant was stationary on the shaft and partially deployed 3 mm over the tip as reported. There was no damage noted to the stent implant and there was no damage noted to the sess. The handle lock was in the locked position. The stylet was returned partially advanced through the tip and guide wire lumen. There was 10 cm of the stylet extending out from the tip of the sess. The handle was opened and it was observed that the rack was in the distal position and not retracted; the internal mechanisms were intact. Potential factors which could contribute to premature deployment include, but are not limited to, manufacturing, inadvertently pulling on the tip of the self expanding stent system (sess) during removal of the tip mandrel, insufficient support during prep, kinks in the shaft, interaction during loading onto a guide wire, or interactions with the introducer sheath and/or associated devices during insertion. To ensure this is not a result of a manufacturing deficiency, all sheathed stents are 100% visually inspected for stent location between the markers and that the stent is fully covered within the distal sheath. Additionally, all shafts are 100% visually inspected for damage/kinks. In this case, a conclusive cause for the premature deployment could not be determined; however, it may be possible that the tip was inadvertently grasped during removal of the tip mandrel causing the stent to partially deploy from the distal outer sheath. A review of the finished device lot history records did not reveal any nonconforming material records for this lot. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for this lot. Overall, a conclusive cause for the premature deployment could not be determined; however, there is no indication to suggest a product deficiency.

Manufacturer narrative:
(B)(4). As the state of the device indicates no relevant damage and that no deployment has been attempted, there is no indication of a functional trigger for the stent exiting the distal sheath. Such occurrences are replicated when the tip of the catheter is pulled rather than the stylet (tip mandrel). This is highlighted in the instructions for use: holding the tip mandrel in place, inject saline into the lumen through the proximal luer fitting at the end of the housing assembly. Flush until fluid is observed exiting at the end of the sheath near the distal end of the stent. Hold the distal tip of the delivery system. Do not hold the stent area. Gently twist and pull to remove the tip mandrel. If the tip mandrel is not easily removed, do not use the device.

Event description:
It was reported that the procedure involved treatment of the right external iliac. When the device was prepped, it was observed that the stent had partially deployed and therefore, it was not used for the procedure. Another absolute pro was used successfully to treat the patient. There was no patient involvement. There was no clinically significant delay in the procedure. No additional information was provided.